Event description:
Postoperative diagnosis: failed right total hip arthroplasty.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a right unknown total hip arthroplasty. This event was reported via clinical outcomes reporting studies. An evaluation of the device cannot be performed as the device was not made available to the manufacturer. No other implant information available due to index surgery occurring outside of cors. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
The delta v-40 ceramic head 36/+7,5; cat# 6570-0-736; lot# 46104902 was also added to this report. It cannot be determined if these devices may have caused or contributed to the patient's experience. An event regarding a failed right total hip arthroplasty involving a trident insert was reported. The event was not confirmed. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
Postoperative diagnosis: failed right total hip arthroplasty.